Event description:
It was reported that the insulin pump was alerting calibration errors, sensor error and change sensor. The customer's blood glucose was 206mg/dl. Troubleshooting was performed for the bad sensor. Troubleshooting was also performed for the sensor error and at the time, the customer's blood glucose was 150 mg/dl. The customer stated that they were in a golf cart at the time of the alert. The customer stated that they keep the sensors in the refrigerator. The customer stated that they were unable to remove the sensor and transmitter at the time of the call. They called back later to finish troubleshooting and their blood glucose was 126 mg/dl. The customer removed the sensor and indicated that the cannula was not bent. The test plug procedure failed twice. The customer called back after receiving a new test plug and stated that they realized all of the above mentioned error alerts were due to the damaged transmitter; it had a broken prong. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.